Event description:
Customer reportedly received results of 488 mg/dl and 157 mg/dl within 10 minutes on the aviva system. Customer administered insulin based on the result of 488 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.